Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (over 490 mg/dl). System check with tandem technical support was performed and the pump was functioning as intended. Customer stabilized blood glucose levels with multiple site changes and insulin injections. Customer stated they will discuss diabetes management with their health care professional.